Event description:
(B)(4) ultra lift 3500xh malfunctioned while lowering resident. The lift would not stop after button was released. Emergency stop also did not work. Top of lift came down on resident and caused approximately 5 inch red area on the back of her neck.